Manufacturer narrative:
This investigation is ongoing as of july 31st, 2025. A follow up report will be submitted upon completion.

Event description:
A diabetic patient was admitted with hyperglycemia and taken to the operating room for a right foot wound debridement. The procedure was completed, but upon reversal of anesthesia, the patient did not respond. Resuscitation efforts were performed but were unsuccessful, and the patient passed away. The customer reported that the hr (heart rate) waveform was visible on the m540 patient monitor, but no hr values were displayed. Additionally, hr values were dashed out on the printouts. Follow-up inspection (july 11, 2025): a site visit was conducted for inspection and error analysis. During the visit, the monitor filter setting was corrected for use in an electrical surgical environment from 'monitor' to 'esu'(electrical surgical unit), resolving the issue with missing hr values. Hr values appeared on the monitor and were correctly printed. The patient monitor was tested on-site with the customer and successfully read nibp and spo2 data throughout the test. The data was printed correctly, confirming normal device functionality.

Event description:
A diabetic patient was admitted with hyperglycemia and taken to the operating room for a right foot wound debridement. The procedure was completed, but upon reversal of anesthesia, the patient did not respond. Resuscitation efforts were performed but were unsuccessful, and the patient passed away. The customer reported that the hr (heart rate) waveform was visible on the m540 patient monitor, but no hr values were displayed. Additionally, hr values were dashed out on the printouts. Follow-up inspection ((B)(6) 2025): a site visit was conducted for inspection and error analysis. During the visit, the monitor filter setting was corrected for use in an electrical surgical environment from 'monitor' to 'esu'(electrical surgical unit), resolving the issue with missing hr values. Hr values appeared on the monitor and were correctly printed. The patient monitor was tested on-site with the customer and successfully read nibp and spo2 data throughout the test. The data was printed correctly, confirming normal device functionality.

Manufacturer narrative:
The initial incident report stated that the patient¿s death was due to abnormal vital signs not being addressed in time. However, further clarification confirmed that the customer did not attribute the patient¿s death to the device¿s behavior. Review of the report confirmed missing hr, nibp, and spo2 values during device use. The device logs showed alarm messages were generated for all missing parameters. These alarms corresponded to conditions that prevented parameter values from displaying. All alarms are associated with troubleshooting guidance in the instructions for use (IFU). Improper patient preparation (e.g., spo2 sensor placement, ECG lead/electrode setup, nibp configuration) or failure to address alarms can result in persistent alarm conditions and unavailable parameter values. Based on the investigation, no device malfunction was identified. The issue was resolved through proper configuration, and the device functioned as intended during follow-up testing.

Manufacturer narrative:
An investigation has started. A follow up report will be submitted upon completion.

Event description:
A diabetic patient was admitted with hyperglycemia and taken to the operating room for a right foot wound debridement. The procedure was completed, but upon reversal of anesthesia, the patient did not respond. Resuscitation efforts were performed but were unsuccessful, and the patient passed away. The customer reported that the hr (heart rate) waveform was visible on the m540 patient monitor, but no hr values were displayed. Additionally, hr values were dashed out on the printouts. Follow-up inspection (july 11, 2025): a site visit was conducted for inspection and error analysis. During the visit, the monitor filter setting was corrected for use in an electrical surgical environment from 'monitor' to 'esu'(electrical surgical unit), resolving the issue with missing hr values. Hr values appeared on the monitor and were correctly printed. The patient monitor was tested on-site with the customer and successfully read nibp and spo2 data throughout the test. The data was printed correctly, confirming normal device functionality.